Event description:
Pt seen to refill/reprogram synchormed with morphine sulfate/marcaine. Pump refilled without incident. Pt nonresponsive throughout, as pt hadn't slept for 2 days, fell asleep shortly before rn arrival. Long term care rn found pt dead within 5 mins after rn left room. Cardiopulmonary resuscitation was initiated and emergency medical svs called. Pt expired after unsuccessful cardiopulmonary resuscitation for 10 mins.